Manufacturer narrative:
The peritonitis events occurred on an unspecified dates in 2017. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced four events of peritonitis, reported as peritoneal inflammation. The cause of the events was reported as due to "bacterial infection". It was not reported if the patient was hospitalized for the events. On unreported dates, the patient started treatment with cefazolin (dose, route, frequency, and duration not reported) for anti-inflammation. Pd therapy remained ongoing. At the time of this report, the patient was recovered from the events. No additional information is available.